Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll had foreign matter inside. The following information was provided by the initial reporter: the syringes batch in question noted below were found to have what seemed to be condensation in the bottom of the syringe. A large number of the syringes in this batch had this issue.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1902005, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation the product was visually inspected, no foreign particles, condensation, or excess silicone was observed on any of the product. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 10ml ll had foreign matter inside. The following information was provided by the initial reporter: the syringes batch in question noted below were found to have what seemed to be condensation in the bottom of the syringe. A large number of the syringes in this batch had this issue.